Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse inspected the tubing, cup, drain and seals; no issues were identified. The fse manually cleaned the ise and checked the drain. The ise was calibrated, covers installed and tests regenerated. All verification testing passed within instrument specifications. The investigation was not able to confirm a device issue that could be associated with the reported event.

Event description:
The following event was reported: sodium (na), potassium (k), and chlorine (cl) produced low results. There was no report of death or serious injury.